Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited increased pacing thresholds and pacing impedances. The pacing impedances were greater than 2000 ohms. Technical services (ts) suggested trying different vectors, which was performed and the pacing thresholds remained high. It was stated that the patient would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Event description:
Additional information was received indicating the lead was explanted and replaced with another manufacturer's lead. It was determined that the lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4), visual inspection revealed the conductor coils were deformed at 190 and 210 millimeters (mm) from the terminal pin. The insulation was bent 393, 402, 412, and 445 to 448 mm from the terminal pin. Further visual inspection found the cathode and anode coils were fractured 445 mm from the terminal pin. Analysis could not confirm a lead dislodgement, however the observed fracture could have contributed to the increased pacing impedance measurements.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that this system continues to have high out of range lv pacing impedance measurements. Ts discussed possible causes and troubleshooting options.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.